Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and two (2) afx vela suprarenal¿s. Approximately seven (7) months post-initial procedure, the patient presented with abdominal pain. A type iiia endoleak with component separation was identified. Reintervention was completed with the implant of three (3) afx vela infrarenal. The patient was reported to be stable post-reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Devices remain implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic components with complete separation and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The adverse event/incident is most likely anatomy and user related. There was a rupture prior to the index procedure which is a cautionary product use condition and anatomy related. The infrarenal angle pre index was off label at 62 degrees and should be less than or equal to 60 degrees. This likely contributed to the reported event. Additionally, based on the sac size, the recommended overlap should have been 69mm and at index it appeared to be 38-40mm which is also user related. Procedure related harms for this adverse event/incident could not be determined. The final patient status was reported to be stable post reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic components with complete separation and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The adverse event/incident is most likely anatomy and user related. There was a rupture prior to the index procedure which is a cautionary product use condition and anatomy related. The infrarenal angle pre index was off label at 62 degrees and should be less than or equal to 60 degrees. This likely contributed to the reported event. Additionally, based on the sac size, the recommended overlap should have been 69mm and at index it appeared to be 38-40mm which is also user related. Procedure related harms for this adverse event/incident could not be determined. The final patient status was reported to be stable post reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.